Event description:
It was reported that, "revision due to patient's knee was very floppy and when got in there, the post on the tibial insert was disassociated. Located the post as well and removed."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.